Event description:
It was reported that the user experienced hypoglycemia after accidentally issuing two lunch announcements, which led to excess insulin delivery and a low blood glucose confirmed at 50 mg/dl on both continuous glucose monitor (cgm) and glucometer for about 45 minutes. No adverse clinical symptoms included low glucose with urgent low alerts. Outcomes included recovery after oral carbohydrate treatment with glucose gel and a tuna sandwich, with glucose trending up to 128 mg/dl without hospitalization. Investigation included customer care troubleshooting and education regarding accurate meal announcements. Investigation of this case revealed user-related dosing error as the precipitating factor, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to an accidental duplicate meal announcement.

Manufacturer narrative:
Initial.